Event description:
The customer contact reported the patient received less medication than intended. The device was returned to the biomedical engineering department with an unsigned note that stated, "chemo took 1 hour longer to infuse. Please test infusion time for 24 hour bag to see if it complete on time." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse patient events and no reported delay of critical therapies when the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.8ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5 percent). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the pump history found there is no pump programming or pump activity for the reported event date of (B)(6) 2012; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.